Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, customer used more force and successfully loaded onto the pump to resolve the issue. There was no reported impact to customer's blood glucose level.